Event description:
Reference MDR #1219856-2011-00323 for the first event involving the same pt. It was reported that the event involved a male pt while in the cath lab. The md inserted the second prepped intra-aortic. Balloon (iab), per instruction, through the teflon sheath via the same insertion site (left femoral artery). When the fiberoptix sensor (fos) connector was connected to the pump after insertion, a message "fos signal weak" appeared on the display. As a result, a transducer was used instead. Approx 41 hours later, the iab was removed as planned. Blood was found in the iab when removed. They were unaware of blood in the balloon until they removed the iab. There was no delay or interruption in therapy. No medical/surgical intervention required. No pt death, complications or injury. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.